Event description:
It was reported to boston scientific that during a percutaneous coronary intervention (pci), an imaging catheter became stuck with a stent. The lesion was located in the left circumflex (lcx) artery. Tortuosity, percent stenosis, and calcification of the lesion are unknown. The mid-lcx was dilated three times with a balloon catheter. After pre-dilation the lesion was confirmed with an intravascular ultrasound (ivus) imaging catheter. A stent was deployed from distal to mid lcx, followed by ivus. A second stent was deployed from mid to proximal lcx, again followed by ivus. After completion of the imaging run, physician tried to remove the ivus imaging catheter; however, the imaging catheter had become stuck at the distal edge of the first deployed stent. The physician made an unsuccessful attempt to release the catheter. The patient was transported to another hospital to have the device surgically removed. During surgical procedure, the aorta was incised in an attempt to release the device, however, the attempt was unsuccessful; therefore, the device was cut off at the shaft and device remains in the patient's aorta. Aorta-coronary (a-c) bypass was performed from aorta to posterolateral branch. The patient remains hospitalized and his condition is unknown.

Manufacturer narrative:
The subject device in question will not be provided to boston scientific for technical analysis due to disposal. Attempts to obtain the lot number have been made; however, additional information could not be obtained. Due to lack of lot number, the manufacture and expiration dates cannot be determined. Based on the information known at this time, boston scientific cannot conclusively determine the cause of the user's experience.